Event description:
It was reported that the cg9701 alternating pressure pad and pump has no air output.

Manufacturer narrative:
On 10/17/2013, a careguard pad and pump that has no air output was determined to be reportable.